Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), device breakage ('broken device') and syncope ('syncope') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant) and pelvic pain ("stabbing pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, syncope and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and syncope to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), device breakage ('broken device') and syncope ('syncope') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant) and pelvic pain ("stabbing pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, syncope and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and syncope to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.